Event description:
Medtronic received information that pump error 54, damage (physical or cosmetic), pump error 3 occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). S.w version 4.11j. Retainer ring = black. Customer returned pump for an alleged cosmetic damage located at the casing, pump error 54 alarm and pump error 3 alarm found on (B)(6) 2021. Pump was received with a cracked battery tube threads and a cracked case behind the pump near the battery tube compartment. Pump passed the self test and displacement test. Successfully downloaded history files and traces using thus. Pump error 3 alarm and pump error 54 alarm was recorded and found in the formatted history file on (B)(6) 2021 04:15:55.000 and (B)(6) 2021 04:15:53.000. Pump error 3 alarm and pump error 54 alarm due to software error (linenumber = 1421; filenumber = 32122). Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, force sensor, motor or vibrator assembly noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a pillowing keypad overlay and a scratched case. Cosmetic damage was confirmed at the pump case. Pump error 3 alarm and pump error 54 alarm was confirmed. Pump error 3 alarm and pump error 54 alarm due to software error. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ""defects"" or has ""malfunctioned"". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.